Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the uim (user interface module). Ovp (operational verification procedure) was performed according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported display blanked out and device stopped ventilating during use on a patient on the avea ventilator. The customer reported the patient was put on another ventilator. The customer reported there was no patient harm associated with the reported event.